Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery using a preloaded delivery system, the lens released quickly and the lens shot out breaking the posterior capsule resulting in an anterior vitrectomy. Additional information was requested.